Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a motor error during the manual prime. The blood glucose reading was 320 mg/dl. It was not possible to fill the tubing. The issue was resolved with a set change. Nothing further was reported.